Manufacturer narrative:
(B)(4). Hgb flow cell. The customer technical advocate (cta) confirmed with the customer that there was no clot found in the sample; all samples were well mixed. There had been no recent change in the capillary used in the laboratory and all maintenance was up to date on the instrument. No cracks, leaks, or crust build up were noticed with syringes. The lyse had a crack, but the customer had already ordered a replacement. The hgb reference value was out of range low and the cta recommended cleaning the hgb flow cell manually, per the operator's manual. The customer reported that post hgb flow cell cleaning, background counts were within specification, but the hgb reference value continued to be out of range low. The cta scheduled a field service visit for issue resolution. A field service representative (fsr) replaced the hgb flow cell due to low reference readings and being unable to adjust during service. The fsr replaced the silicon tubing (s2) around the hgb flow cell (worn out from normal use). The fsr calibrated the instrument, checked precision, and ran quality controls, all passed. The instrument was performing within specifications, no further investigation was required. The cell-dyn 1800 system operator's manual, provides information to assist in problem identification, isolation, and corrective actions. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(4) 2011 through (B)(4) 2011. No nst was identified during the searched period. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 related to the reported issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated they test fingerstick specimens at their facility and erratic hemoglobin results have been generated on the cell-dyn 1800 analyzer. A patient specimen generated a hemoglobin result of 6.0 g/dl (normal range 9.4 - 13.0 g/dl). The sample was tested two more times with results of 15.0 and 16.8 g/dl. The results were not reported and the sample was sent to a reference laboratory for testing. No impact to patient management was reported.